Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr destination sheath was returned for product evaluation. Visual inspection revealed that two kinks were observed on the sheath shaft. One kink was 34 mm from the proximal end and another kink was 60 mm from the proximal end of the sheath. At the sheath hub there was a kink as well. The crosscut valve was dissected to get a better view of the sheath inner lumen, which is close to the kink at the hub. The sheath inner lumen did not have any damage or gross anomalies. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the damage that was observed was caused by off axis force on the hub. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath kinked/twisted/bent at the end of the sheath by the hub. The patient was in stable condition. The procedure was successful. Additional information was received on 19sep2019. The procedure was a left heart catheterization, and the procedure continued successfully with the device.